Event description:
The facility represfentative reported a broken door #2. Info was not provided regarding whether or not the problem occurred during a pt infusion. No reports of injury or med intervention.